Manufacturer narrative:
Device history review; complaint history review; risk assessment the event was confirmed via correspondence with the sales rep. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The tubing sets were not returned therefore the exact failure is unknown and a plausible root cause could not be identified.

Event description:
It was reported that; we had 2 tubing sets fail during a surgery. The surgeon went to pressurize the tl cage and nothing happened. We ended up using a pl cage.

Event description:
It was reported that; we had 2 tubing sets fail during a surgery. The surgeon went to pressurize the tl cage and nothing happened. We ended up using a pl cage.